Event description:
Cuff dislodged from the catheter upon explantation. Cuff was not left in pt.

Manufacturer narrative:
According to the incident questionnaire contained in this file, "cuff dislodged from the catheter upon explantation. Cuff was not left in pt." The complaint of a detached surecuff and heat sleeve is confirmed; however a determination of the mechanism of damage is undetermined at this time. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.